Manufacturer narrative:
The information provided to ortho-clinical diagnostics, inc. May not be verified or verifiable, and may be inaccurate or incomplete as reported.

Event description:
The customer reported observing repeatedly biased cea patient sample results for two patient samples. An erroneous cea result may lead to inappropriate physician action. There was no report of patient harm as a result of this event.